Event description:
It was reported that approx. 169 months after the implantation this lead was explanted and replaced due to oversensing with inappropriate shocks.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between (B)(6) 2018 and (B)(6) 2019 the pacing impedance was measured steady at approximately 400ohms with intermittent drops to less than or equal to 200ohms starting at the end of (B)(6) 2019 until the end of the recording period. In the provided iegm episodes artefacts and oversensing were detected both in the farfield and right ventricular channel and inappropriate ICD charges and shocks were detected, as indicated in the complaint. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.